Manufacturer narrative:
Corrected data: cc4202a to cc4204a - incorrect model # reported. (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Visual inspection of the returned product found the lens optic scratched. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated that a (B)(4), +24.5 diopter, lens was opened on a sterile field and the surgeon decided to go with a different power. The reporter stated there was no patient contact and she did not know the cause of the damaged lens.